Manufacturer narrative:
.

Event description:
The field service engineer reported that when the ventilator hit or bump the unit will shut down and restart and alarmed. There was no patient involvement.

Manufacturer narrative:
Follow-up root cause: failure analysis on the returned cpu board shows that the cpu board was installed in an fi test ventilator. The ventilator was started up and shut down in different ac/battery configurations. The ventilator was run for 2 hours without any errors occurring. No failure was found.